Event description:
Information was received indicating that clinicians in the field have noted that this needle appeared to be dull. The nurses found difficulty piercing the skin with the needle. It was also noted that the patient felt discomfort and that the needle would not advance into the vein. Pressure was applied to the site to stop any bleeding after piercing the skin. No adverse patient effects were reported.

Manufacturer narrative:
One jelco® viavalve® safety IV catheter, an unused sample from the reported lot, was returned for evaluation. Device history records for the lot were evaluated. The customer's reported problem was "dull needle". A review of the quality inspection process was reviewed and considered adequate and correct. Based on the evaluation of the returned sample, there was no evidence of any manufacturing nonconformance. This investigation did not confirm that the product failed to meet the expected performance.